Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 310c29 tissue valve, implanted (B)(6) 2008, 694765 lead; 419478 lead, implanted (B)(6) 2009. (B)(4).

Event description:
It was reported that, a transmission showed occasional undersensing of the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.